Manufacturer narrative:
Event site name: (B)(6). Hospital. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) was displaying an "autofill failure alarm" message. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, e3, e2, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A gettinge fse dispatched to check the unoit and was checked and found the vacuum filter sm1 to be defective. Replaced the vacuum filter sm1 now check the regulator vacuum calibration within range. Then performed all tests of the machine. The performed all manifold test passed. (Pim test, drive manifold test and regulator calibration within range) observed all tests passed. Observed the machine on system trainer for more than 2 hr. Machine working ok. Equipment handover to customer in good working condition.

Event description:
N/a.